Event description:
The pt reportedly experienced loss of sound and pain at the implant site. The pt's device was explanted. The pt was reimplanted with another cochlear implant. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.